Event description:
A report was received that the patient was experiencing too strong stimulation when the scs was turned on and caused more pain. It was also noted that the scs was not working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing too strong stimulation when the scs was turned on and caused more pain. It was also noted that the scs was not working. The patient will undergo an ipg replacement procedure.